Manufacturer narrative:
It was noted that the device is not available for evaluation. The following device was also listed in this report: unitrax v40 sleeve +8mm; cat#:6942-6-075; lot#:53793803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Possible infected hemi hip left side.

Manufacturer narrative:
An event regarding infection involving a unitrax modular endo head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates all devices were accepted into final stock with no relevant discrepancies complaint history review: there have been no other similar events for the reported lot. There has been one other similar event for the reported sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Possible infected hemi hip left side.